Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the catheter could not be advanced through the femoral artery". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".